Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer received a blank display on their insulin pump. The patient's blood glucose level was at 106 mg/dl. The customer stated that there was water splashed on the pump. The customer was assisted with trouble shooting and the pump passed all the tests and was performing as designed. No further information was provided.